Manufacturer narrative:
Submit date: 3/27/2017 an investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports graduated measuring lines not present on the syringe, blank. No patient involvement.

Manufacturer narrative:
The product analysis concluded that there were no defects identified in the returned syringe sample. Missing graduation lines were identified on the unpackaged syringe sample. A determination of the potential root cause of missing graduation lines on the syringe barrel is hypothetical in nature due to the syringe being unpackaged and in use by the customer with a potential of repeated use of the syringe, which could smear or wear off the print. Periodic inspections are conducted throughout the manufacturing process to ensure the requirements of the quality inspection standard are met. Following the review of the device history record (DHR) and product trending results, the investigation concluded that the production of both lot 631538x and its product was found to be compliant with all manufacturing and quality regulations and requirements. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.